Manufacturer narrative:
Based on available info, the determination is that this is a reportable malfunction. A leaking endotracheal/tracheostomy tube exposes the pt to the risk of reduction in ventilation pressure. An analysis of the returned sample provided was conducted. This complaint issue has been investigated previously and corrective action has been documented in the CAPA system. Reported to the FDA on (B)(4) 2013.

Event description:
Air leakage was noted from the black connector immediately in use.